Event description:
The pump was returned for investigation. Investigation revealed that the there was contamination on the force sensor and the force sensor calibration reading and force sensor resistance were both out of specifications. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the force sensor calibration was found to be below specification. The pump was opened for examination and contamination was found on the force sensor plate. The force sensor resistance was found to be above specification. Unrelated to the complaint, the pump's history showed a time and date reset to factory default. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.